Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices implanted: (B) (4)/tgt4020 - (B) (4)/tgt4020.

Event description:
On (B) (6) 2009, the patient was implanted with 3 gore tag thoracic endoprosthesis to repair a tortuous 9 cm thoracoabdominal aneurysm that contained thrombus throughout. A spinal drain was placed pre-operatively. While in the recovery room, the patient developed possible micro-emboli to his lower extremities. Two days post device implantation, the patient developed abdominal pain and an exploratory laparotomy was performed. There were small ischemic areas of the jejunum found, possibly caused by micro-emboli; however, treatment was not necessary. Although a spinal drain was placed pre-operatively, the patient developed symptoms of lower spinal cord ischemia which slowly improved over the course of hospitalization. The patient was discharged from the hospital in stable condition.